Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) unit safety disk was failing. There was no patient involvement reported.

Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted.